Event description:
A customer contacted beckman coulter inc (bci) stating that the unicel dxc 600 pro synchron chemistry analyzer was generating erroneous results for cholesterol (chol), triglyceride (tg), and creatinine (cre) for five (5) patient samples. No erroneous results were reported out of the laboratory. Samples were rerun and yielded results within normal reference range. There was no affect to patient treatment in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the sample probe and performed all the top end alignments. The fse also ran precision and carryover performance tests and passed. This resolved the issue.